Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to difficulties charging. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was discarded per hospital policy and will not be returned for analysis. The revision procedure was completed successfully, with no postoperative complications observed.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.